Event description:
Caller states patient tested 5.1 inr on the coaguchek xs system while a comparison lab returned as 3.60 inr. Meter was not coded correctly. Patient's coumadin was adjusted based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.